Manufacturer narrative:
Eval summary: the reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported a pump with failure code 812:02 on channel a. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.